Manufacturer narrative:
Additional information has been received, the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for fracture on the ankle with the products in question. After the surgery on (B)(6) 2025, the removal surgery was performed. The reason for the removal is unknown. In the surgery, the tibial screw in question was spinning freely, making it difficult to remove. The product was removed from the other side by hammering it little by little. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.